Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she was getting the insulin pump ready to put a new set, it did not let her rewind it and give a motor error. The troubleshooting was performed. The customer was advised that false motor alarm maybe cause by viewing the sensor glucose graph while the insulin pump delivering a bolus. The customer stated that they are unable to complete the rewind sequence. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.